Event description:
The devices were implanted in 2004. Four mos later, the facility's charge nurse informed the manufacturer's (MFR) vascular access specialist of the following. The pt presented at the hospital for acute exacerbation of gout resulting in admission. During their admission, blood cultures were drawn and showed positive for staph aureus. As a result, a medical decision was made to remove the valves in 2004. No further details were provided at this time.